Event description:
Physician stated this was a difficult case. Pt had occluded rca, very calcified, lesion did not dilate well. Two stents from another MFR had already been placed. Physician was attempting to fill a gap between the two with the co's stent. The stent was advanced, but would not cross. Upon removal, stent slipped off the balloon into the groin. The physician was able to grasp with a snare; however, during withdrawal stent slipped out of grasp and into the right femoral artery. The stent was left in the pt as the physician did not feel this would create any problems for the pt.